Manufacturer narrative:
No lot number provided/known.

Event description:
The doctor reported that an abutment screw (unit) had fractured into three pieces. The doctor indicated that all fractured portions of the screw were able to be retrieved.

Manufacturer narrative:
One unknown screw was returned for inspection and examined visually by the naked eye. The screw was fractured at the middle of the threaded region. The drive feature is worn, stripped, and covered in bone tissue. The part was inspected by members of biomet 3i and zimmer dental, and it could not be confirmed if this part was manufactured by either sites. A definitive root cause for the event could not be determined, as the fractured part could not be identified as a zimmer biomet product. Therefore, no risk management documents could be identified. The complaint is therefore considered non-verifiable.